Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. The unit is a supplied component. A manufacturing review record was requested and supplier stated that no problem was found in the manufacturing record. All processes were followed correctly with no nces, holds or deviations. It is undeterminable if any damages were present with the guidewire that could have contributed to the event without product evaluation. The patient was successfully treated with reversal of anticoagulation. Echocardiograms were done at the end of the procedure and 2 hours post-procedure; both showed no pleural effusion or wall motion abnormalities. Patient remained stable overnight, suffered no adverse effects and was discharged home the next day with no sequelae.

Manufacturer narrative:
Manufacturing record was reviewed, there were no nonconformance related to this lot, therefore, supporting the device met material, assembly and performance specifications. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: during antegrade cto pci of the proximal lcx the patient suffered an ellis ii perforation that was attributed to the bandit guidewire (study device) and was successfully treated with reversal of anticoagulation. Echocardiograms were done at the end of the procedure and 2 hours post-procedure; both showed no pleural effusion or wall motion abnormalities. Patient remained stable overnight, suffered no adverse effects and was discharged home the next day with no sequelae.